Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, bubbles and crystalline in the gel and weight to the spec. Voids in the gel observed after autoclave cycle wrinkles (creases) are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "ripples", and "capsule that was causing some areas to kind of fold the implant". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "ripples", and "capsule that was causing some areas to kind of fold the implant". The device has been replaced.